Manufacturer narrative:
Batch history review: we have received the batch number of the device involved in the event reported under nr 9612452-2017-00037 on august 22nd, 2019. We have checked the manufacturing file of batch nr n154026v which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of 30 vena cava filters released in june 2014.

Event description:
"On or about (B)(6) 2015, patient was implanted with the lp filter. Patient had been hospitalized for a lower extremity dvt in the left lower extremities. Filter was deployed below the level of the renal veins and above the level of the caval bifurcation. On or about (B)(6) 2016, patient was hospitalized for a bilateral deep venous thrombosis. On or about (B)(6) 2016, patient was again brought into the hospital for experiencing pains and pinching at the abdominal region. A CT scan conducted and showed that the ivc filter was present at the region. On or about (B)(6) 2016, another scan was done, showing that the filter is present, after complaints of abdominal swelling and pain. On or about the time that the patient was implanted with the ivc filter, the patient began to experience abdominal pain, and a pinching sensation. Prior to the implantation of the filter, patient had rarely experienced such problems."

Manufacturer narrative:
Despite requests, either precise information about the involved device nor x-ray pictures are available for analysis. Batch history review: the batch of the involved device is unknown. Investigation: despite requests, either precise information about the device nor x-ray pictures are available for analysis. Consequently no thorough investigation can be performed. No conclusion can be drawn. B braun medical (B)(4) has provided all the information currently available. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success.

Event description:
"On or about (B)(6) 2015, patient was implanted with the lp filter. Patient had been hospitalized for a lower extremity dvt in the left lower extremities. Filter was deployed below the level of the renal veins and above the level of the caval bifurcation. On or about (B)(6) 2016, patient was hospitalized for a bilateral deep venous thrombosis. On or about (B)(6) 2016, patient was again brought into the hospital for experiencing pains and pinching at the abdominal region. A CT scan conducted and showed that the ivc filter was present at the region. On or about (B)(6) 2016, another scan was done, showing that the filter is present, after complaints of abdominal swelling and pain. On or about the time that the patient was implanted with the ivc filter, the patient began to experience abdominal pain, and a pinching sensation. Prior to the implantation of the filter, patient had rarely experienced such problems."